Manufacturer narrative:
Correction information: g6: follow up #1. According to the reported event, the amount of silicone oil applied to the aw valve was too large, which caused the silicone oil to mix with the water supply and remained on the objective lens. It was speculated that the blurry image was caused by this residue. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 01-sep-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 01-sep-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Per the initial report, chief gi, dr. (B)(6) did a colonoscopy this morning, and had a water drop stuck in the lower left corner and stayed there for the rest of the case despite all the effort to clean the lens. Description of any actions taken: the pump was placed at +5 to try and clean the lens. Made sure the suction was not too high. Also, changed the air/water valve for a new one with silicone oil. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.